Event description:
It was reported that the external pulse generator (epg) exhibited the behavior as described in the field action for this model. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, however the main board and interconnector were replaced as a preventive measure. (B)(4).